Event description:
It was reported that a spectrum pump turned off during power up in the emergency room. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue was reproduced. Evaluation found depressed battery contact pins caused by dried fluid. This caused intermittent contact between the pump and battery module. A review of the event history log revealed multiple 'improper shutdown' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the depressed battery pins. The battery pins will require cleaning to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.